Manufacturer narrative:
Evaluation conclusion based in retained samples, actual sample not available, "user error" conclusion based on 29 cfr part 1910.1030(d)(2)(vii)(a) ; contaminated needles and other contaminated sharps shall not be bent, recapped or removed unless the employer can demonstrate that no alternative is feasible or that such action is required by a specific medical or dental procedure. Device not returned to manufacturer.

Event description:
Physician punctured by contaminated needle while recapping the needle.

Event description:
Physician punctured by contaminated needle while recapping the needle.

Manufacturer narrative:
No investigation conducted due to lack of information from distributor, no lot number available, no device returned. Device not returned to manufacturer.